Manufacturer narrative:
The alleged complaint could not be confirmed. The product was not returned for investigation. Information was received from a hospital representative regarding a patient who requires a polyethylene swap, which appears to involve an mpo knee. Three attempts were made to obtain additional details, however, the reporter did not have sufficient information and indicated they would follow up if more details became available. No x-rays, photographs, documents, or any supporting materials were provided to confirm that this is indeed an mpo knee. As of the date of this investigation, there is no confirmation that the revision surgery has taken place. Due to the limited information available, it is not possible to search historical device records or perform an adequate trend analysis. According to the microport knee systems package insert, (150806-4). The patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the joint replacement have been implicated with failure of the reconstruction by loosening, fracture and/or wear of the prosthetic components. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult.? Additionally,? Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.? It is not possible to confirm the state of the implant without more information. The device history record (DHR) for this product was unable to be reviewed. There were no trends identified. There is not enough information to investigate this complaint.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, rep says that there's a patient that may need a poly swap and it looks like a microport knee.